Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that his blood glucose exceeded 600 mg/dl. The patient has had high blood glucose for the past three or four days. The patient treated via manual insulin injection. During troubleshooting the self test and displacement tests were successfully completed. A high pressure test passed as well. The insulin pump was not returned for analysis.